Manufacturer narrative:
Awaiting unit return and evaluation.

Event description:
Clinician conducted electrotherapy treatment on the knee area. The patient completed the 8 minute treatment and the clinician stopped the treatment. The clinician noted any burns post-treatment. The patient received a shock in the treatment area of the electrodes. The patient did not require any immediate or known post medical treatment for the shock. The patient had received electrotherapy treatments (6) prior to this incident. The clinician treated the patient using electrotherapy. The treatment time was set for 15 minutes. The treatment parameters prescribed are 4 pole interferential, constant voltage frequency. Intensity could not be provided by the attending clinician. The electrodes were previously used on the patient. The electrodes were valutrode from axlegaard electrodes. The clinician indicated that the patient was not holding the patient switch. The clinician did not indicate any changes in the treatment settings. The patient does have any pre-existing conditions.